Event description:
A surgeon reported that bubbles entered the pt's eye during surgery. No harm is reported.

Manufacturer narrative:
The investigation is in progress. It is unk whether a sample is returning; one has been requested. The customer's complaint history was reviewed for the period of (B)(6) 2009 through (B)(6) 2010; this is the third event reported regarding this issue for this facility. There have been no additional complaints reported against the finish goods lot and the device history review shows the product was released per specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).